Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The stent struts from the mid-section of the stent was lifted, stretched and bunched right up to distal end. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29nov2019. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 2.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.